Event description:
Consumer complaint of low blood glucose results. Caller reports that results are normally 130 mg/dl. Caller obtained a 25 mg/dl result at this time on 09/22. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).